Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that a vessel puncture closure of an unspecified access site was attempted using four proglide devices. Reportedly, the devices did not fire. The method to achieve hemostasis was not reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to fire was observed as a suture retrieval issue needle to cuff miss/suture separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment and link/suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: type of investigation 4114 removed. H6: investigation findings code 3221 removed. H6: investigation conclusions 4315 removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a firing/ deployment problem include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 device return status updated from returning to not returning.